Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was separated in two parts. The tissue pad was about to be detached from the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Evaluation summary. The analysis showed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. Possible cause of blade damage including breakage, are external contact during pre-op or general use, blad contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.